Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a hysterectomy on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient experienced dyspareunia, recurrence of stress urinary incontinence, infection, and vaginal scarring. It was reported by an attorney that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.